Event description:
It was reported to boston scientific corporation that a hydra irrigation tubing was used during a colonoscopy procedure on november 01, 2023. Prior to the procedure, they found black human hair in the sterile packaging of the hydra irrigation tubing. The procedure was completed using another of the device. There was no patient involvement with this event.

Manufacturer narrative:
Block h6: imdrf device code a1802 captures the reportable event of device package contains foreign matter.